Event description:
End-user called customer to report her bath seat from (B)(6) 2016 broke last night while she was bathing. She said the back broke off and the legs collapsed. She fell backwards in the tub and hit her head, elbow and back, and is sore and bruised. She went to the doctor/ER about her right leg, which she had also hurt. She had to drag her leg and her right side was hurt. She has also been following up with her doctor.